Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Blocks h3 & h6: the intrasight mobile touchscreen monitor was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight mobile touchscreen monitor was cracked with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.

Event description:
This product problem is no longer reportable because no sharp edges were observed during the returned product evaluation.

Manufacturer narrative:
Block b5: based on the device evaluation, this event has been determined as no longer reportable. Blocks d9 & h3: the touchscreen monitor was returned for evaluation. Block h3: visual inspection found no cracks or sharp edges as reported by the facility. During functional testing, the touchscreen monitor was connected to a lab system and was able to be recognized with no errors; system performed as intended. Therefore, the following codes have been updated: medical device problem code is corrected from imdrf #a051102- sharp edges to imdrf #a25- no apparent adverse event type of investigation code is updated from imdrf #b17- device not returned to imdrf #b01- testing of actual/suspected device investigation findings code is updated from imdrf #c20- no findings available to imdrf #c19- no device problem found all other codes from the initial MDR remain applicable. Block h6: based on the device evaluation, the touchscreen monitor was not damaged and performed as intended, thus the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.